Event description:
This was a spontaneous report from a female patient (age unspecified) from the united states reporting on herself: (B)(6). The patient's height, weight and medical history were unspecified. Concomitant medications were not reported. On an unspecified date, the patient was treated with precise pain relieving heat patch (lot# 1003043, expiration 28-feb-2011, topical, frequency and indication unspecified). On an unspecified date, the patient experienced a third degree burn. She visited the doctor (dates unspecified) who "put her on an (unspecified) antibiotic" as treatment. At the time of reporting, the action taken with the product was unspecified and the patient outcome was unspecified for third degree burn. This report was serious (medically significant).